Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline cable and removal of the site's sheath repair revealed a 4 cm area of the driveline with no outer polyurethane coating, thus confirming the reported event. Additionally, discoloration of the driveline was also noted from the pictures provided. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient needed a driveline sheath repair. The implanting center placed rescue tape over the affected area as an interim solution until the clinical specialist could perform the repair. The clinical specialist arrived to the clinic on (B)(6) 2017. The clinical specialist removed the 1/2-inch red rescue tape applied to the site of damage by the vad coordinators prior to the visit. Once the rescue tape was removed, it revealed a 4-centimeter area just proximal to the driveline connector strain relief where there was no longer a polyurethane outer coating exposing an, otherwise, intact silicone conduit and intact wires. This clinical specialist explained the procedure to the patient and her daughter who wished to proceed. After cleaning the area to be repaired with alcohol wipes, this clinical specialist performed a modified driveline sheath repair per procedure. The driveline was wrapped with 1/2-inch clear silicone tape starting at the proximal end of the connector strain relief and wound circumferentially towards the driveline/patient exit site for 7-centimeters. The tape was then anchored with a two-layer wrap then wound circumferentially back towards the strain relief. Once there, the wrap was then, again, wrapped back up the driveline to the termination point 7-centimeters up the driveline towards the driveline/patient exit site. This clinical specialist then made sure the driveline connector cover could freely pass over the repair without issue. Finally, the clinical specialist inspected the driveline connector and noted no damage or defect. The patient tolerated the procedure without incident or alarm. Instructions were given to the patient and family as to how to care for the repair and to call if there was any issue or failure of the repair. The patient was discharged from the clinic in stable condition. Photos provided of the reported damage appears to confirm the event. No further information has been provided.